Event description:
It was reported that the scale markings on the bd syringe luer-lok¿ tip were "erased" during use when "hydroalcoholic gel" was rubbed over the hands before handling the device. The following information was provided by the initial reporter, translated from french to english: "the writings on the syringe are erased after a few minutes when the syringe is tampered with (about 2min). The writing is almost instantly erased when hydroalcoholic gel is rubbed over the hands before handling.".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: (B)(6)2020. H.6. Investigation: four 5ml syringes in blister packs from batch 9346322 (p/n (B)(4)) were received and evaluated. Two of the blister packs were opened and two were fully sealed. It was observed on the syringes in the opened blister packs most of the print was missing with one syringe having only the logo visible and one syringe completely blank. No visual defects were present on the two syringes in the sealed packages. Ink permanency testing was performed on the two syringes in the fully sealed blister packs. The results displayed the two syringes were acceptable per product specification as no defects were observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the scale markings on the bd syringe luer-lok¿ tip were "erased" during use when "hydroalcoholic gel" was rubbed over the hands before handling the device. The following information was provided by the initial reporter, translated from (B)(6) to english: "the writings on the syringe are erased after a few minutes when the syringe is tampered with (about 2min). The writing is almost instantly erased when hydroalcoholic gel is rubbed over the hands before handling."